Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 folfusors sv (small volume) underinfused during patient infusions; further described as ¿the devices had not emptied completely when devices were removed¿. The devices were filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 07, 2020 - january 08, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. Therefore, the reported event could not be refuted; however, based on historical complaint analysis data, the most probable cause of the condition was due to a user related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.